Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance, oversensing and noise were seen on the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the inner insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.